Event description:
It was reported that during a port placement procedure, the introducer allegedly broken. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2025).

Event description:
It was reported that during a port placement procedure, the introducer allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard port MRI implantable port kit was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. Complete circumferential breaks were noted on the distal end of the catheter and both ends of the distal catheter segment returned. However, striations were noted throughout the break surfaces. Although the sample was returned for evaluation, one electronic photo was provided for review. The investigation is unconfirmed for the reported fracture issue, as a no fracture was noted on the returned device. The investigation is confirmed for the identified deformation issue, as a bend was noted on the distal end of the j-tip guidewire returned and the vessel dilator. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2025), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.